Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, device failed to deliver the programmed amount by over 10%, which was reproduced through flow rate testing. The travel for the upper valve, upper finger and lower finger were out of specification. Evaluation determined the cause to be that the upper valve travel was below specification. Evaluation also found no grease on the cam shaft. The cam shaft, bearings , gears, valves with inserts, and molded fingers were replaced. (B)(4)

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump infused medication to quickly in the intensive care unit (medication, programmed amount and delivery rate unknown). It was also reported there was no patient involvement.